Manufacturer narrative:
According to the customer, the "fibers" were noted in the surgical site on (B)(6)2025 after using the "raytec" to "blot blood that was in the incision area". The customer stated that the incident happened twice with the "same pack of raytec" during a procedure. The customer reported after the fibers were identified the "material was removed with forceps", and the area was "irrigated and suctioned". The customer reported that there was "no impact to patient", and the procedure was able to be completed. The customer reported did not report any serious injury related to the reported incident. No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the "fibers" were noted in the surgical site on (B)(6)2025 after using the "raytec" to "blot blood that was in the incision area".